Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Healthcare provider (hcp) wanting to review putting patient's ins into MRI mode for l spine scan. Pt says that the scs system never worked for her but pt does continue to recharger her ins regularly. When trying to use pt programmer to put ins into MRI mode, the pt had never used the pt programmer before and the batteries were dead and the caller didn't have any aaa batteries available so unable to put ins into MRI mode. Additional information was received from a manufacturer representative (rep) on (B)(6) 2022, reporting that the patient had not used their device for a while. They indicated that they were trying to get an MRI but the device was dead. The rep then contradict the previous report indicating that they had not used or charged their battery because they did not need it. The patient had tried to charge it normally but it was not coming on. The patient was told that they would have to meet with a rep to have their battery jumpstarted. The patient would meet with the patient in the office next friday to try to jumpstart the device before their MRI appointment. The patient also mentioned wanting to explant the device since they did not need it. It was indicated from a manufacturing representative that patient tried to jump-start battery in the office but it did not work the first time around and patient did not have time to stay another hour. Will set up another time to work with her. Additional information was received from the manufacturer representative (rep). It was reported that the patient did not have time to try to charge her battery in the office, so she will move forward with planning for an explant. The issue is not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.